Manufacturer narrative:
The insulin pump passed displacement, prime, basic occlusion and no delivery tests. However, the insulin pump had motor error alarms during occlusion test due to faulty force sensor resistor. No moisture damage found on electronics assembly or motor. The insulin pump had bleeding lcd glass, cracked reservoir tube lip, case window display corner, lcd window, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that there was crack on the screen. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.